Manufacturer narrative:
(B)(6). Though the parts were not returned, product development reviewed the complaint information: parts are not available; no design related issues could be detected. The amount of tightening of the nuts cannot be determined without parts; therefore no clear root cause could be defined. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The provided x-rays were reviewed by the manufacturer and it was noted: it appears on the lateral post-operative x-ray that the 11 mm nut may be not all the way seated for one of the l4 screws, based on the comparison of the other screws where the tip of the cut end of the schanz screw is visible. For the l4 screw in question, there is lucency within the nut which may indicate that the proximal end of the screw is below the surface of it.

Event description:
Report from synthes europe reports an event in (B)(6) as follows: it was reported, that a patient suffering from listhese (degree 2) with a uss fracture had to undergo a surgery. The surgeon followed the surgical technique guide. It was possible to partially reduce the portion of the listhese by patient positioning. The course of surgery was unremarkable. Listhese could be completely reduced. Postop x-ray didn¿t show concrete evidence of change. Already in the morning meeting of the postoperative day one listhese has shown degree 1. Later was visible that the jaw fracture has dissolved (11th share of jaw fracture) and thereby the repo decreased. In the intraoperative and postoperative x-rays is clearly seen that the thread of the schanz screw is in the pedicle. Additionally, another surgeon explained the following: the reduction was made as described in the technique guide. After successful repo the thumb wheels were removed and the fracture clamp was fixed with the key (11), really tightly fixed. After the key (11) was removed, during pulling up the repo sleeve it was seen that the 11th share of the fracture clamp got slightly loosened. The patient's bone was fixed. No recognizable osteoporosis. Surgical time was extended by 60 minutes. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
No patient information reported. (B)(4). Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.